Manufacturer narrative:
No deviations were found during review of the manufacturing and inspection documents (DHR). The k-wire returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The breakage surface of the broken thread indicates that the k-wire tip broke in a brittle fracture due to bending and/or torsion overload (i.e. Hitting the nail surface). The customer reported that free-hand drilling was performed to drill the ¿anti rotational pin¿. It is not clear what the customer meant but it is most likely that he meant the lag screw, because it will be secured against rotating and a k-wire pre-drilling is necessary. To drill the lag screw hole through the nail the target device for the gamma3 system must be used according to the operative technique, free-hand drilling is not allowed. Furthermore x-ray control must be done during k-wire insertion to avoid misalignments and hitting the nail. In case the customer meant the distal screw holes, free-hand technique is allowed according to the operative technique; the exact steps are described in detail and must be followed. The k-wire broke due to an overload by misuse of the user. Additional it was reported that the broken tip remained in the patient¿s bone. A previous case was evaluated by a medical expert. According to him the material of the k-wire is non-critical to the patient and shall remain until the bone is healed. A removal shall only be done in case no significant collateral damages will occur. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
The surgeon was drilling free hand for anti rotational pin and hit the gamma nail with the kwire and the threads snapped off the kwire. The kwire threads remained in the bone. Per new information: doctor left the threads that broke off from the k wire in the bone. They did not interfere with the remainder of the case.

Event description:
The surgeon was drilling free hand for anti rotational pin and hit the gamma nail with the kwire and the threads snapped off the kwire. The kwire threads remained in the bone.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.